Manufacturer narrative:
(B)(4). Batch # r92d08. Investigation summary: the device was returned with no apparent damage. Then the device was connected to a gen11. During functional testing on the generator, although the device did activate, the clamp arm of the device could not open and close. The lever did not actuate the clamp arm.  Also, there was no audible feedback sound from the instrument. Next, the device was disassembled and it was found that the lever link pin was out of position. This rendered the clamp arm nonfunctional. The link pin was loose within the shrouds of the instrument.  In addition when the instrument was disassembled to inspect internal components, it was found the closure indicator was broken and not making contact with the moving trigger. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device could not clamp the tissue properly after two hours of usage, thus, the surgeon stopped using the device. The tissue was slippery when the device clamped the tissue and also the jaws did not close properly when the handle was grasped. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.